Event description:
Ous MDR - after an implantation period of approx. 11 months, elevated shock impedance values were reported during a follow-up. At the moment, biotronik has no further information with regard to a revision procedure.

Manufacturer narrative:
As of today, the medical device is not available for analysis. The device itself could not be investigated. The information provided has been carefully analyzed. The available trend curves demonstrated stable shock impedance around 80 ohms between (B)(6) 2016 with a subsequent sharp increase over 150 ohms, consistent with the observation reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.